Manufacturer narrative:
The pump was returned to animas. All keypad buttons were intermittently activating desired pump functions when pressed. Adhesive was found under the keypad button contacts. The ok and down arrow buttons were inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter stated that the keypad buttons were intermittently activating pump functions when pressed. She said the down arrow button is worse. The reporter denies that her or the patient clean the pump. The issue was not resolved and there was no evidence of misuse of the product.